Event description:
The surgeon found trestle screw had backed out on a follow-up visit.

Manufacturer narrative:
The device history record for the part in question were not able to be identified because, the lot number were not provided for eval. The parts will not be returned to alphatec spine. The sales rep reported the following: the pt had undergone an initial surgery on (B) (6) 2009. The surgeon discovered the trestle cervical screw had backed out on the follow-up visit of the pt. Add'l surgery was performed on (B) (6) 2009. There are no other info provided by the sales rep.